Event description:
It was reported that the patient lost stimulation. The lead contacts demonstrated invalid impedance readings. The physician decided to explant and replace the lead. Stimulation was recaptured as a result of the procedure. The explanted device has not been returned to the manufacturer for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.